Event description:
It was reported that the target lesion was calcified. Slight resistance with the anatomy was encountered during advancement of the 4.0 x 15 mm nc trek balloon catheter to the lesion. The balloon was unable to be inflated. The site reported that the issue could have occurred upon the attempt to inflate the balloon or before crossing to the lesion. No leaks or issues were noted during preparation of the device. There was no resistance during removal of the protective sheath. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned and the reported inflation difficulty could not be confirmed due to the condition of the returned device. The reported resistance with the anatomy could not be replicated in a testing environment. The definitive cause of the reported inflation difficulty could not be determined. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and return analysis, there is no indication of a product deficiency.